Event description:
The pt reported that last night, she had high blood glucose readings in the 300-400 mg/dl range with her normal readings being 120-150 mg/dl. She stated she believes her insulin infusion head set was blocked and she was not getting insulin. She stated she did not feel well, was thirsty and hot. She said she changed her infusion head set and bolused 2.5 units of insulin to bring her blood glucose levels down. The pt said she was able to prime her infusion tubing yesterday when she changed it but when she tried to bolus 1 unit of insulin out of the tip of the cannula, she did not see any insulin come out. She stated she typically sees insulin emerge. The pt was advised that generally a bolus of 1 unit of insulin is insufficient for testing and she might want to try more. During troubleshooting, the pt stated there was a possibility that she had scar tissue. She was advised that scar tissue may hinder insulin absorption and so cause a high blood glucose reading. The pt stated her blood glucose levels have returned to normal today. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.